Manufacturer narrative:
Evaluation summary: the balloon returned with blood visible in the balloon and inflation lumen. The balloon failed negative prep. The balloon failed to maintain pressure. Upon visual inspection of the device, there was a longitudinal tear on the working length of balloon material. The balloon material was jagged and uneven at the tear site. A 0.014 inch guidewire was backloaded through the tip of the device, and advanced proximally through the guidewire entry port with no resistance noted. There was no deformation evident to the distal tip. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempt was made to use one sprinter legend rx balloon catheter to treat a non tortuous and mildly calcified lesion in the right coronary artery (rca) exhibiting 75% stenosis. There were no abnormalities in relation to the anatomy. There was no damage noted to packaging. The device was inspected with no issues. Negative prep was not performed. The lesion was pre-dilated. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device. Excessive force was not used during delivery. It was reported that the device balloon ruptured during the first attempt to inflate the device at 8 atm. There a sudden drop in pressure. The rupture was noticed by observing the presence of contrast medium exiting the device. The device was not moved or repositioned in the lesion prior to the burst. The device was removed and the rupture was verified. The procedure was completed. Patient status post-procedure is alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.